Manufacturer narrative:
17-dec-2018 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Consumer sent e-mail stating the toothbrush head broke off while she was brushing her teeth. The loose parts, including a small pin, shot into her mouth. No injury was reported.

Manufacturer narrative:
Product return was not received. A valid production code has not been provided by the reporter; therefore, no further product investigation possible. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer sent e-mail stating the toothbrush head broke off while she was brushing her teeth. The loose parts, including a small pin, shot into her mouth. No injury was reported.